Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose remained over 600 mg/dl after treating with manual injections. The customer was able to bring it down to 83 mg/dl without eating but stated that it went back up to 419 mg/dl. The customer experienced nausea, vomiting and abdominal pain. The drive support cap appeared normal and recessed. During troubleshooting, insulin did exit with a manual prime and no air bubbles or leaks were observed. The infusion set was removed and it was noted that the cannula was bent. The customer was advised that the bent cannula may interfere with the amount of insulin delivered. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.